Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the site had stated that the software became unresponsive and they had to do a reboot in order for the system to work again. It was unknown which software they were in by a reboot of the system resolved the issue. There was a 5-8 minute delay in the case. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.